Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. A 12.0 x 60, 135 cm mustang balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 17mm distal of the proximal markerband and extending approximately 4mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this damage identified. A visual and microscopic examination was performed on the returned device. The tip of the device was damaged. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. No issues were noted with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device.